Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked. Troubleshooting found an issue with the host pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and linux memory check was failed. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.